Event description:
It was reported that the pt had experienced a loss of therapeutic effect following an MRI. About one week after the MRI, the hcp restarted the pump. No alarms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.